Event description:
Pt went to attending physician's office to get injection through port. Unable to inject. Pt sent to med ctr for x-rays 9/28/93. Catheter determined to be damaged. Surgeon attempted removal in or on 10/1/93. Being unsuccessful, pt was sent to x-ray special procedure where removal of catheter tip was performed under fluoroscopy.